Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise due to oversensed myopotentials were observed on the ventricular channel. Patient was asymptomatic. Noise was not reproducible in clinic. Programming changes were made. Device remains implanted.